Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01073. A1 patient identifier: patient last initial: a d10 medical devices: nexgen articular surface size ef 12 mm height catalog#: 00596203212 lot#: 63805921 unknown nexgen femoral catalog#: ni lot#: ni unknown nexgen tibial tray catalog#: ni lot#: ni. G2 foreign source: australia customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a total knee arthroplasty. Subsequently, patient was revised due to pain and progressive instability. The tibial insert and patella prosthesis were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.